Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Clevis of the device was broken. Golden cylinder was completely separated from the shaft of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the instrument is forced beyond indicated use by applying excessive stress over the fan of the instrument. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the breakage observed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the user noticed that the cover of hinge was broken. The broken piece fell into the cavity and was retrieved. The device was removed together with trocar since it could not be returned to the straight position. The procedure was completed with another device. Patient status is unknown.